Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly, no unexpected battery power loss, a21 and a17 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple unexpected restart alarm. The blood glucose of the customer was unknown. The stated every time she change the battery is won't pick up the battery and she would change the battery again it will reset and had unexpected restart alarm. The troubleshooting was performed and they were able to clear and able to complete the rewind. The customer reported that insulin pump error alarm reoccurred. The device will be returned for the analysis.